Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the login delays in station. A technical support specialist (tss) contacted the customer and hospital information technology (it) team, then dialed into affected station experiencing login slowness. Tss disabled the network interface card (nic) power saving mode and ipv6 on all nics for each station, checked the host files, and removed duplicate entries. The station was rebooted back into carefusion application, and tss monitored continuously while the customer performed login testing. The issue was confirmed to be resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, machine take one min to log in. User noted time-out screen appeared twice while login. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.